Event description:
The customer states that the cpu of their acuity centralized pt monitoring sys unexpectedly shut-down and did not reboot. This malfunction resulted in a temporary loss of centralized monitoring, however, bedside monitoring was not affected. There was no report of any pt harm as a result of the reported event. The customer did not provide any pt info.

Manufacturer narrative:
The device is an installed centralized pt monitoring sys that utilizes a sun microsystems ultra 10 central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays pt vital signs data from multiple bedside multi-parameter pt monitoring devices through either wired or wireless connections. The ultra 10 cpu and has been deemed end of life (eol) and is no longer supported by welch allyn, making further investigation of the product impracticable. The customer had been informed in writing of welch allyn's eol policy, and stated that they are not returning the cpu to welch allyn. The customer swapped out the malfunctioning unit with another existing unit and has not reported any further issues. Eval method: (remote assistant).